Event description:
It was reported while using bd vacutainer® push button blood collection set, blood leaked from cracked tubing in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received 2 photos for investigation. The photos were reviewed and damaged tubing was observed. Additionally, 10 retained samples were visually inspected, and no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubing. Bd has initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types and common device names reported to be involved. The additional information is as follows: d2b. Medical device type: jka d3. Common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, blood leaked from cracked tubing in an unspecified number of devices. No adverse impact was reported regarding the patient or user.